Event description:
While doctor was tying off the suture, it shredded, kinked and broke off prior to completing the suture tie. This happened twice with another suture of the same lot number on this same patient. Please note; similar event occurred with lot # zlk253 in a report from december.